Manufacturer narrative:
H.6 investigation summary: this complaint is for misidentification of citrobacter freundii as escherichia coli when using phoenix panel nid (catalog number 448007) batch number 3321866. The customer did not return panels but provided isolates and phoenix generated lab reports for the investigation. The customer provided phoenix lab reports show patient isolates identified as e. Coli when using the complaint batch. To investigate, two retention panels from the complaint batch were tested using customer returned isolate c. Freundii on a phoenix m50 machine and evaluated for identification results. Also, one control panel from the same material but different batch was inoculated with customer returned isolate c. Freundii on a phoenix m50 machine and evaluated for identification results. The three panels tested identified the isolate as c. Freundii, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed four additional complaints on the complaint batch, related to this defect and unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported when using the bd phoenix¿ nid, citrobacter freundii was misidentified as e. Coli in one (1) patient sample. Indole testing and maldi provided the citrobacter freundii result. There was no report of patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix¿ nid, citrobacter freundii was misidentified as e. Coli in one (1) patient sample. Indole testing and maldi provided the citrobacter freundii result. There was no report of patient impact.